Manufacturer narrative:
(B)(4).

Event description:
Pt called about getting a "pair new transmitter" error message even after it showed pair successful. Pt does not recall any error message prior to the issue. Nextgen/inquisito were utilized, but pt could not confirm/verify the issues identified by the tools.